Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device history report: no complaint related issues were found. Manufacturing evaluation: parts were measured and found to be within specifications and no manufacturing related faults could be detected. A review of the device history records was performed and no complaint related issues were found. Placeholder.

Event description:
During an ankle fusion procedure the surgeon was unable to pass a screw through the protection sleeve. The surgeon thinks it is either bent or there is a burr inside preventing the screw from passing through. When the surgeon attempted to place the proximal screws using the aiming arm and insertion handle, the screws missed the nail. The surgeon paced the screws free hand and completed the procedure with no adverse effect to the patient. This is report 1 of 1 for complaint number (B)(4).